Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Deformation problem. Patient condition affected effectiveness of the device (calcified, in-stent restenosis lesion). Failure to follow instructions (balloon pressure should not exceed the rated burst pressure indicated on the package label for each balloon). Conclusion: device failure/lack of effectiveness related to patient condition device (calcified, in-stent restenosis lesion). Known inherent risk of procedure (occlusion). Failure to follow instructions (balloon pressure should not exceed the rated burst pressure indicated on the package label for each balloon). (B)(4).

Event description:
Physician was attempting to use a nc sprinter balloon to treat a lesion in a calcified, in-stent restenosis in saphenous vein graft (svg) and another brand stent was post dilated with high pressure. A non-medtronic balloon was first used to post dilate a non-medtronic stent however it burst at 30 bar. The nc sprinter balloon was then used, however this also burst at 30 bar. It was reported that the high pressure applied to the balloon may have caused the balloon to burst. When the nc sprinter balloon was removed from the vein graft, there was some resistance noted in the guide catheter. Control-angio showed that the balloon fragment was occluding the proximal part of the vein graft. Several attempts were done to try to remove the balloon fragments from the patient. During this process the balloon fragments moved all the way down to the av branch and after that back to the proximal part of the vein graft. Initially, there was a flow problem, but this was eventually improved. It was not possible to extract the balloon material from the patient, so it was decided to stent the balloon material to the proximal vein graft wall. The angiographic results looked good. During oct it was also discovered that the cone of the balloon was left in the patient and this part was also stented to the vessel wall. No other clinical sequelae were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. The strain relief and hypotube were kinked 7.0mm proximal to the distal end of the strain relief. The hypotube was kinked 6.0cm distal to the strain relief. The transition tubing and corewire had been cut 3.2cm distal to the hypotube. The evaluation of the device indicated that the inflation lumen may have been inflated and ruptured. Cine image review: procedural images were provided for review. There is no evidence of the balloon burst from the images provided. Material can be seen remaining in the vessel after balloon withdrawal.